Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a navistar¿ ds electrophysiology catheter. The patient suffered cardiac arrest and ultimately passed away. It was reported that an adverse event and death occurred during a case. They reported that during an atrial flutter case, as they were gaining access, the sedated patient's blood pressure dropped into the 70s and their oxygen saturation dropped down into the 80s before any biosense webster product was used. They reported that they were originally using mac anesthesia and then they switched to general anesthesia. The blood pressure remained low but stable. The anesthesiologist then intubated the patient. They reported that they then used a coronary sinus catheter from a different company and used our navistar¿ ds electrophysiology catheter. They then began mapping the tachycardia and then ablated the tachycardia. They reported that no steam pops or impedance spikes were noted. After ablation was completed and the bi-directional isthmus block was attained, the patient then displayed pulseless electrical activity and no blood pressure reading. They performed a transthoracic echocardiogram and there was no pericardial effusion noted. They reported that a code was called, cardiopulmonary resuscitation (CPR) was performed, epinephrine was given, and after 25 to 30 minutes they declared a time of death. They reported that after the procedure when the physician was asked as to what caused the death, the physician had no opinion. Additional information was received. Physician¿s opinion on the cause of this adverse event was that no malfunction noted. Transthoracic echocardiogram (tte) was done to confirm no pericardial effusion and the CPR. In physician¿s opinion, the cause of death was unknown for sure, his thought was right heart failure. Procedure was completed normally, no steam pop, no high temperatures on the catheter. After converting from flutter to sinus rhythm, the patient went pea (pulseless electrical activity) no blood pressure was noted. CPR was performed, tte showed no effusion.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a navistar¿ ds electrophysiology catheter. The patient suffered cardiac arrest and ultimately passed away. The bwi product analysis lab received the device for evaluation 31-jul-2023. The device evaluation was completed on 01-aug-2023. According to the information received, it was reported an adverse event using a navistar ds. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was that no malfunction noted. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).